Manufacturer narrative:
Section a1-4: no patient involved. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the hospital had a power module and two battery chargers damaged. The damage occurred from a saline drip that was hung over the cart, and it happened to leak over the inpatient cart with equipment. There was an electrical spark when the water got into the prongs on the battery charger. The battery that was in the pocket had already been disposed of and a replacement was not needed.

Manufacturer narrative:
Section b5: corrected. Section d4, primary UDI number: updated. Manufacturer's investigation conclusion: the power module was returned for analysis due to the reported event of potential fluid damage/ingress. The returned power module (serial number: (B)(6) was received at the service depot, and no signs of fluid ingress or fluid damage were observed on or within the unit. The power module was functionally tested and performed as intended, and the unit was returned to the customer site after passing all tests per procedure. Although fluid damage was not observed, available information indicates that the root cause of the reported event was saline accidentally leaking and dripping onto the unit. Review of the device history record for the power module, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate IFU (rev. B) instructs users to keep the power module and its connectors away from water and fluid at all times. The heartmate power module IFU instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the hospital had a power module and universal battery charger damaged on (B)(6) 2024. The damage occurred from a saline drip that was hung over the cart, and it happened to leak over the inpatient cart with equipment. There was an electrical spark and water got into the prongs on the battery charger. The battery that was in the pocket was disposed of and a replacement was not needed. There was another saline drip on (B)(6) 2024, and a second universal battery charger was damaged.